Manufacturer narrative:
(B)(4). No actual sample was returned for evaluation; however, a photograph of the issue was provided. Visual analysis of the photo confirmed a defective administration port; however, the photo did not show the exact extent and location of the damage. Due to the limited viewpoint of the provided photo, the root cause of the defect was unknown. Manufacturing controls exist to mitigate the occurrence of missing and damaged administration ports, such as 100% camera inspection of automated manufacturing equipment and 100% in process inspection. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). No actual sample was returned for evaluation; however, a photograph of the issue was provided. The photo evaluation of the provided sample is anticipated, but not yet begun. A batch review was not possible in this instance, as the lot number was not provided. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have broken administration port. Where in the process the damage was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.